Event description:
Pt gravida-1 presented at 39 weeks with uterine contractions. Internal fetal electrode and internal uterine fetal electrode and internal uterine pressure catheter were placed. Heart beat monitored, and was believed to be fetal heart rate. Pulseless infant delivered with apgars zero/zero with monitoring devices still firmly attached. Pre-delivery, device had captured maternal heart rate not fetal heart rate. Device usage problem: device malfunction.